Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract and bleeding was observed. The surgeon converted to an open procedure and found the mesentery and iliac artery were lacerated. Suture was applied to complete the procedure. The hosp has reported the pt's condition is satisfactory.